Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 334.8 mg/dl (18.6 mmol/l) while wearing the pod for an unspecified duration of use. Symptoms reported include vomiting, unconsciousness and diarrhea. The patient was treated with intravenous fluids and insulin. Additionally, the patient mentioned they were experiencing connectivity issues between their omnipod 5 system and their dexcom g7. The pod was removed prior to seeking medical attention. The patient was discharged from the hospital 8 hours later. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.